Event description:
The procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not reproduced. Based on the results of the investigation, the cause of errors e116 and e117 could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified therapeutic procedure, the camera control unit displayed error code e116. The issue was resolved by restarting the equipment and the procedure was completed without harm to the patient.

Manufacturer narrative:
Corrected data: h4.